Event description:
It was reported that the insulin pump fell into water, and there was moisture observed within the display screen. The blood glucose reading was 3.9 mmol/l. The caller stated that he had fallen off of a boat into some salt water, and the insulin pump was submersed. There were 2 small cracks in the insulin pump noted just above the screen and on the upper corners of the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response on the esc and act buttons due to corroded keypad traces noted. The insulin pump had a cracked case at lcd window corners noted. The insulin pump had moisture damage on motor assembly, vibrator motor, battery tube and all electronic assemblies. The insulin pump had a cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.